Event description:
Customer reported an over infusion of dobutamine. Medwatch report stated "pt with class IV heart failure was receiving dobutamine at 3 mcg/kg/min or 4.1 cc per hour via cardinal health carefusion intravenous pump. The 250 cc bag was empty in 12 hours. The pump was isolated and pump logs reviewed by hospital engineering staff. Guardrails were used and pump was correctly programmed. No issue could be found. Tubing was also isolated and the engineering staff could not reproduce the error. The nurse noted that when she paused the pump, the drip chamber showed drops of fluid falling at a rapid rate until roller clamp was closed. Pt's heart rate increased to 120s." Customer stated that the pt was on a drug to maintain blood pressure and kidney perfusion. The side effect was tachycardia that was sustained for 24 hours and resolved when the infusion rate was corrected by changing out the pump. The pt did not develop pulmonary edema or myocardial ischemia. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.